Event description:
The pt required revision surgery to replace a 3.5mm reconstruction plate that broke. It is unknown exactly when the original implant occurred. According to the surgeon performing the revision, the pt has dead bone at a biopsy site that has not formed a union.